Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2019 (also reported as "approximately 2 weeks ago"). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, continu-flo solution set would not flow. The event was further described as the user "had difficulty pushing from syringe through distal clearlink port". This issue was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.